Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as 41 (mg/dl) for approximately a week. Customer reported that they are unsure of what caused the low bg levels, but believes that a recent medication may have played a part. Customer consumed juice to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: review of pump data showed multiple low blood glucose (bg) levels recorded on event dates (B)(6) 2016. On (B)(6) 2016, the customer made bolus requests without entering a current bg level, and also made bolus requests with very low bg levels entered. The basal insulin rates remained consistent over the seven day period. Making bolus requests without entering bg levels, or with low bg levels could result in a low bg event. There is no evidence that the insulin pump experienced a failure or malfunction.